Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. It was also noted that the outer insulation of the lead was observed to have blood ingression and visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. The breached insulation did contribute to the electrical complaint of high thresholds and it appears to have been caused at the implant.

Event description:
It was reported that during the implant procedure the lead was attempted but not implanted as the physician had trouble finding a location with the threshold under two volts. It was also noted that high impedances were observed during the multiple placement attempts of the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.